Event description:
The complainant in japan reported that a patient that has been for several months on impella 5.5 support experienced a decreased in motor current waveform, but the patient's hemodynamics were stable, so weaning was performed. The device could not be removed immediately due to conflicts with the cardiovascular surgery schedule. The device was pulled out of the heart and placed near the axillary and subclavian artery. Several days later a surgical operation was performed to remove the product, and when an attempt was made to pull the product out of the body by pulling on the shaft, the shaft broke. The product was torn when the cannula was pulled out to the point where it could be seen, so it was all removed safely without leaving anything behind in the body. There was no harm to the patient. A 30-day MDR report is required.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella 5.5 & cp ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ impella rp: ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ pump stop: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency

Manufacturer narrative:
The investigation for the removal and product damage issues has been completed. The actual device was not returned for evaluation. However, a photograph was provided which revealed clear signs of clamping of the cannula. The catheter was torn from the motor side of the pump during removal due to the clamping which elongated the cannula. Per the clinical information provided, the root cause of the product damage - detached inflow/ outflow issue was most likely use related to improper technique of clamping the cannula during removal.